Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, with "folds, waves and rotation". "The breast is very hard, deformed and painful to touch". The device has been explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Continued e.1 fax number:(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. With "folds, waves and rotation". "The breast is very hard, deformed and painful to touch". The device has been explanted and replaced with a non-allergan device. Device has been discarded.